Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 95 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The customer is currently taking insulin to manage diabetes. Comparison of blood glucose test results by customer from trueresult meter to another meter. Back to back blood test performed by customer fasting on (B)(6) 2015 produced test results of 99 mg/dl using trueresult meter and 130 mg/dl using alternative meter. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 106 mg/dl and 105 mg/dl. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 05/27/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: 1:99mg/dl (B)(6) 2015 10:03am; 2:203mg/dl (B)(6) 2015 12:03pm; 3:101mg/dl (B)(6) 2015 10:32am; 4:119mg/dl (B)(6) 2015 03:53pm; 5:67mg/dl (B)(6) 2015 01:30pm. Adverse event not reported.